Event description:
It was reported that balloon rupture occurred. The patient underwent endovascular therapy for the 90% stenosed target lesion located in the highly calcified popliteal artery. After crossing the guidewire, a 4.0mmx30mmx143cm nc quantum apex balloon catheter was advanced for dilatation. However, during the procedure, the balloon ruptured at 8 atmospheres. The procedure was completed with another balloon. No patient complications nor injuries were reported.